Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date: (B)(6) 2013. Inratio: 2.3, re-test: >6.0. Time between tests: unk. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.